Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the evidence of a potential type ia endoleak in the presence of significant juxtarenal aortic angulation outside the indications for use in the device IFU. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type 1a endoleak. The most likely root cause to the type ia endoleak was the off label neck angulation of 64 degrees. An additional contributing factor may have been the antiplatelet therapy and heparinization during procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.